Event description:
It was reported that there was an issue with the incorrect time setting on a device. The customer's blood glucose levels were within the normal range, as there were no readings above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer in updating the pump time and advised monitoring the situation, recommending a follow-up if the time discrepancy persisted beyond five minutes. The customer understood and acknowledged the guidance given.